Manufacturer narrative:
To date, the complaint devices have not been received by depuy mitek for evaluation. However, this type of event has historically been attributed to a user technique issue. One hypothesis is that during initial anchor insertion, excessive insertion torque was applied while the tip of the driver was not flush with the bottom of the anchor head. Also, it may have been inserted into too hard or dense bone. Any one of these improper techniques could have created a partial fracture or weakened the anchor during initial insertion, leading to complete severance of the partially fractured anchor post-operatively upon further loading. A batch record review is in the process of being completed and will be included in a follow-up report. Further, a review into the mitek complaints system revealed no other complaints of any kind of this lot of devices that was released to distribution. At this time, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. No further action is warranted at this time.

Event description:
The surgeon did a mini-open rotator cuff reconstruction using two spiralok anchors. Two weeks after the surgery the patient complained of pain which was increasing within the following two weeks. Therefore, the surgeon did an MRI and diagnosed two broken spiralok anchors. This necessitated a second surgery in which the surgeon removed the loose parts of the two anchors and repaired the rotator cuff again. [See also related MDR 1221934-2007-00222].